Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 536 mg/dl with unknown symptoms associated with an alleged intermittent power issue. Reportedly, the patient was treated in the emergency room with unspecified treatment. It was noted that the patient was giving themselves insulin shots to help lower the blood glucose back to normal. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized due to issues with the pump. The pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The battery compartment was cracked at the left side of the grip pad at the threads. The battery cap was not returned with the pump. A test battery cap was used for all investigation testing. A test cap was able to tighten until the o-ring was seated. No power losses were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.